Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be explanted at this time due to medical reasons not related to the device. It is believed that the recipient experienced an in-situ failure. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however the issue was not resolved. Device revision surgery is being scheduled.